Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional two graftmaster devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the patient was admitted with st-elevated myocardial infarction (stemi). The procedure was to treat a perforation located in the saphenous vein graft to the first obtuse marginal (om1) coronary artery. Perforation was post non-compliant balloon angioplasty within a non-well apposed stent in the om1. The 3.50x19 mm graftmaster covered stent was advanced, but could not cross to treat the perforation due to the anatomy and was removed. A 2.80x19 mm graftmaster covered stent was successfully deployed at 19 atmospheres (atm), but did not contain the perforation. A 2.80x16 mm graftmaster covered stent was advanced, but would not cross and was removed. Balloon dilatation was performed and the same 2.80x16 mm graftmaster stent was successfully deployed at 19 atm and sealed the perforation. Reportedly the use of the graftmaster devices did not cause or contribute to any complications or adverse events. No additional information was provided.